Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation was ruptured. The inner insulation of the lead became breached due to a rupture while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4568-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance problems characterized as a steadily decreasing trend, unstable and low values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.